Event description:
A customer reported an event in which black smoke was emitting from the vitros 5600 integrated system causing a customer to be overcome by smoke inhalation requiring medical intervention. (B)(4).

Manufacturer narrative:
The investigation concludes that the customer had an acute reaction with shortness of breath after inhaling smoke that was coming from the vitros 5600 integrated. The customer, who had a pre-existing condition, chronic obstructive pulmonary disease (copd), received medical treatment (oxygen and albuterol) in the emergency room and was able to return to work shortly thereafter. The ocd fe determined that electrical connectors/cables at the master computer had melted generating the smoke. The fe serviced the vitros 5600 integrated system to return the instrument to expected operation. The root cause of the event was instrument related. The issue has been communicated to customers through customer letter (B)(4). The FDA's (B)(6) district office was notified of this issue on (B)(4) 2013 per recall number 1319681-05/14/2013-001-c.